Event description:
It was reported that the right ventricular (rv) lead has exhibited increasing impedance over a period of approximately 3 years to greater than 2500 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as five patient alerts for rv pace lead impedance was > 2500 ohms between (B)(6) 2011 03:00:05 and (B)(6) 2011 03:00:04. The weekly pacing measurement log data shows a gradual impedance increase for min and max rv. Pace from 832 to 6576 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was further reported that the right ventricular (rv) lead was capped and was replaced.